Event description:
It is reported that the device was implanted in 2002 and revised in 2009. Patient had fallen approximately 1 year ago in 2008 and patient fell directly on right knee. Patient told physician that she noticed catching of knee approximately 3-4 weeks ago. Surgeon performed knee arthroscopy at approx one month later, and noticed post was broken, and then performed open arthrotomy to remove poly and then replace.

Manufacturer narrative:
This report will be amended, when our investigation is complete.